Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pumpadditional text: unknownspecific component(s) involved: pump drive unit malfunctionadditional text: unknownother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : device explantedimplant device type: lvadmalfunction device type: